Manufacturer narrative:
H.6. Investigation summary: DHR reviewed found no non-conformities. The team investigated the customer return samples and the retention samples of material number 391592 for lot number 8358674. While the customer return sample confirmed that there is an eye on the venflon, this is an improvised influx technology which was created as a better and more advanced version of the previous venflon product. This is not a defect but an unawareness on the customer about the latest advanced version of the venflon I product.

Event description:
It was reported that "rust" was discovered on the venflon I 20ga 1.0 mm x 32mm while priming before use, and the cannula would not insert beyond the needle notch point. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: received a call from hospital pharmacy - that there is rusting on stillet and insertion is very hard. The cannula doesn't insert beyond needle notch point.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "rust" was discovered on the venflon I 20ga 1.0 mm x 32mm while priming before use, and the cannula would not insert beyond the needle notch point. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: received a call from hospital pharmacy - that there is rusting on stillet and insertion is very hard. The cannula doesn't insert beyond needle notch point.